Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The explant photo provided shows a fractured device however, the root cause of the fracture has not been established. The catalog and lot codes were not provided to perform a device history or complaint history review. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the restoration modular stem breaking at the junction of the stem and neck. The stem, neck, monopolar head, and unitrax head were revised to competitor total hip devices. Rep provided an x-ray and an explant picture. Rep also confirmed that there are no allegations against the revised monopolar or unitrax heads, and that no further information will be released by the hospital or surgeon.